Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic experiencing dizziness and presyncope. Upon device interrogation, multiple episodes of noise reversion were observed on the right ventricular lead. High ventricular rate episodes showed pacing inhibition. Lead noise could not be reproduced in the clinic. All other electrical measurements were stable. The lead was capped and replaced on (B)(6) 2017.

Event description:
New information noted that the patient was in good stable condition during and post procedure.